Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. No injury to the patient was reported.

Event description:
It was reported to medtronic neurosurgery that after the surgery, leakage was found at the catheter. According to the report, the edm system was replaced.